Event description:
The coil puller component of the rescue tool of the fassier-duval system broke during use. An open osteotomy was necessary to remove the metal fragment.

Manufacturer narrative:
The patient was from china and had a <copy> of the fassier-duval implant in her bone. Tolerances between the male component and coil-puller are very precise and sizes of the china imitation are unknown. The coil puller broke at its distal tip. The surgeon had to do an additional osteotomy to remove the broken piece.